Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2010, to report that he experienced a sensor failure approx five days after insertion. Pt experienced an extreme low during the sensor failure and became unconscious. Paramedics were called and administered IV when they arrived. Pt recovered and was fine at the time of his call to dexcom technical support.